Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Have to keep pushing it back into place ¿ oral-b toothbrush [device connection issue] keeps separating from the brush head ¿ oral-b toothbrush [device breakage] case narrative: consumer stated on email that the toothbrush consumer is using keeps separating from the brush head mid clean. It's very disconcerting and consumer have to keep pushing it back into place whilst in use. No injury reported

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Have to keep pushing it back into place ¿ oral-b toothbrush [device connection issue] keeps separating from the brush head ¿ oral-b toothbrush [device breakage] case narrative: consumer stated on email that the toothbrush consumer is using keeps separating from the brush head mid clean. It's very disconcerting and consumer have to keep pushing it back into place whilst in use. No injury reported follow up: product information added the product batch lot code has been updated.

Manufacturer narrative:
On 12-sep-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Have to keep pushing it back into place ¿ oral-b toothbrush [device connection issue]. Keeps separating from the brush head ¿ oral-b toothbrush [device breakage]. Case narrative: consumer stated on email that the toothbrush consumer is using keeps separating from the brush head mid clean. It's very disconcerting and consumer have to keep pushing it back into place whilst in use. No injury reported. Follow up: product information added. The product batch lot code has been updated. Follow up: product investigation results: product investigation result for both the suspects oral-b toothbrush handle and oral-b refills were received. The conclusion code 'other' was chosen as it covers multiple conclusion codes: no manufacturing cause and no design issue identified based on investigation. The delivered refill is a counterfeit product as the oral-b logo and other characteristics are different from original. The product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.